Manufacturer narrative:
The reason and date of explant is unknown. Date of event is estimated. Further information was requested but unable to obtain. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent an ipg replacement in (B)(6) 2015 (exact surgery date unknown). The reason for the replacement is unknown.

Manufacturer narrative:
Additional information received indicated the patient¿s ipg was proactively explanted. There is no allegation against the ipg. Hence, this not meet the reporting criteria.

Event description:
Additional information received indicated the patient¿s ipg was proactively explanted due to an infection at the lead site (reference MFR report 1627487-2019-09921). The ipg was not replaced and according to the patient none is planned. Exact date of explant unable to be provided.